Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on the performa meter, compared to a professional meter, within 10 minutes: 346 mg/dl (performa meter) and 151 mg/dl (professional meter). The patient had symptoms of hypoglycemia and unconsciousness. The patient was treated with dextrose and she ate candy at the hospital. The patient was in the hospital for 6 hours. Return of the suspect device was requested for evaluation.